Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 146 mg/dl and their sensor glucose read 280 mg/dl. The customer also reported their blood glucose was 400 mg/dl in another incident and their blood glucose was 115 mg/dl . The customer treated their blood glucose with the insulin pump. Customer declined to troubleshoot for their high. The customer also did not note any bent sensors during troubleshooting. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.